Event description:
It was reported by end user that the power switch on the back of the joystick, isn't working. She states she has it held together with tape. She states this turns the joystick on and off and without the tape, the unit will not stay on. She states over time the toggle switch has gotten loose. No injuries noted by consumer.